Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received a result of 401 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found 2 out of 5 test strips to read e11 which confirms exposure to moisture. The high results were most likely caused by exposure.